Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue related to the system board was observed. The device's system board was replaced to address the issue.

Event description:
The MFR received info alleging a ventilator was alarming. The device was not in pt use.